Event description:
A nurse rpeorted that the customer was hospitalized with low bgs. It was indicated that the customer had taken long acting insulin and their spouse also put on the pump with fast acting insulin. The nurse believes that the pump was not delivering the insulin. The customer was not available to troubleshoot the pump at the time of call. Suggested the contact to have the customer on insulin shots and to remove the pump from the customer until troubleshooting is performed.